Manufacturer narrative:
(B)(4).

Event description:
According to the reporter:the lung specimen was removed and the case was over, dr (B)(6)decided to use the lap suction one more time to clean around the vessels and the chest cavity. While using the suction I witnessed dr (B)(6) tear through the artery/vein. The lead surgeon doctor (B)(6) who was speaking with me at the time of incident immediately began to state staple line failure while the dr (B)(6) stated it was not. After they controlled the patients bleeding I asked for them to take a picture and they refused and just stated it was infact the staple failure. Current patient status: 6 units of blood transfused, still in hospital care was there patient injury/hazard: yes if yes, describe injury/treatment: lost a large amount of blood and during the emergency thoracotomy other vessels were torn was there user involvement: no was there user injury/hazard: no date event occurred: (B)(6) 2015 pre op diagnosis: lung ca procedure: video-assisted thoracoscopic surgery (vats) procedure (if not listed): right upper/middle lobe anatomy involved: right upper and middle lobe list any other products used with device: 030449 another MFR reinforcement material used: no were other manufacturer product used: no was the device used in patient: yes unanticipated tissue loss: no unanticipated ext for incision more 1 in: yes if yes, how much was ext incision: entire thoracotomy from vats unanticipated blood loss more than 500cc: yes if yes, how much blood loss: 6 units was the delay over 30 minutes: yes if yes, did delay affect the patient: not sure device fragment fall in patient cavity: no device fragment left in patient? No comments ftr comment:I believe and witnessed this to not be a product failure, but surgeon error.